Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds, non-capture and insulation damage possibly due to a hemostasis suture on the lead. The rv lead was explanted and replaced.  No patient complications have been reported as a result of this event.